Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (check belt messages and false asystole events) was confirmed. Upon evaluation, the monitor did not recognize an ECG signal. The cause of the failure was isolated to a bent pin at connector j1001 on the computer / analog (ca) board. The root cause of the damaged connector was unable to be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient was receiving frequent adjust belt messages and that the patient's device was recording false asystole events.